Manufacturer narrative:
Submit date: 3/9/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the nasogastric tube was placed by a rn. A physician ordered an x-ray to be done after the tube was placed and the x-ray showed that the feeding tube extended out of the left main stem bronchus with the tip in the left pleural space. The left side had about 10-15% of pneumothorax.

Manufacturer narrative:
It has been confirmed that this is a duplicate of a previously reported complaint MFR report# 9612030-2018-00021. Therefore this complaint will be closed. Any additional information will be forwarded under MFR report# 9612030-2018-00021. If information is provided in the future, a supplemental report will be issued.